Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after undergoing a bhr-tha on (B)(6) 2011 due to a failed left hip resurfacing. Patient suffered from metal-on-metal disease. This adverse event was addressed by conducting a revision surgery on (B)(6) 2024, during which surgeon did a head exchange and conversion to a dual mobility. Upon inspecting the soft tissue structure, there was no evidence of soft-tissue structure erosion. The abductor tendons were healthy· appearing without any evidence of wear. There was no pseudotumor that was then visualized through the approach that we were able to identify. Upon entering the joint, there was some dusky metal disease. It was noted primarily what appeared to be from the source of trunnionosis. The femoral head was removed, and the trunnion sleeve had some backside wear where surgeon mated with the femoral head. Skin was closed with staple. Sterile dressing was applied. The patient was awoken from general anesthesia and transferred to the pacu in stable condition.

Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head and sleeve. This failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. Although the pain, elevated metal ions, trunnionosis, and dusky metal disease noted intraoperatively are consistent with the reported metal-on-metal disease, a clinical root cause cannot be definitively confirmed. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.